Event description:
Customer states: during pre-test, prior to use on pt, the doctor had difficulty with injecting air into the cuff and deflation. Deflation of the cuff was confirmed by the doctor. Customer confirmed there was no pt involvement.

Manufacturer narrative:
(B)(4). The sample associated to this record is expected to be returned for eval.